Manufacturer narrative:
(B)(4). Unit received with constant pump error 38 alarms during rewind due to moisture damage on motor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to constant pump error 38 alarms. Moisture damage on electronic board stack and corroded force sensor assembly.

Event description:
Information received by medtronic indicated that the insulin pump received multiple insulin pump errors. Customer was bale to clear alarm and rewind process but skipped displacement test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.